Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not showing on the station. A technical support specialist ran the site down query and noted the interface internet protocol (ip) address, then checked the disconnected flag, which showed a value of 1. The tss restarted the required services and deployed the interface services utility ¿ carefusion coordination engine (cce) in remote support service (rss), with the deployment completing successfully. After waiting and rerunning the site down query, the disconnected flag updated to 0, and the other values remained at 0. Although the deployment was successful, the customer initially reported continued issues with patient information transfers; however, tss confirmed no delays and a 0 disconnected flag. Over the weekend, overrides significantly decreased, and no further concerns were reported by the emergency department (ed), so the issue appeared resolved and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had patient order not shown on pyxis from epic. This malfunction was previously believed to be a network issue. Since the network issue has been resolved. This was handled as individual discrepancy and requested immediate attention. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.